Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), migraine ("severe migraines") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, migraine and pelvic discomfort outcome was unknown. The reporter considered pelvic pain, menorrhagia, migraine and pelvic discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was essure coils were properly placed. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain/severe pain. She was submitted to a bilateral salpingectomy and removal of essure coils on (B)(6) 2016. Pelvic pain was considered a serious event (due to medical importance and since intervention was required) and is anticipated according to essure's reference safety information. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this particular case, limited information was provided. Considering event's nature, essure safety profile and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), migraine ("severe migraines") and pelvic discomfort ("discomfort"). The patient was treated with surgery (bilateral salpingectomy and removal of essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, migraine and pelvic discomfort outcome was unknown. The reporter considered menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly placed. Most recent follow-up information incorporated above includes: on 19-apr-2017: this case was marked for deletion since it was a follow-up of case (B)(4). All the data has been retained in that case. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain/severe pain. She was submitted to a bilateral salpingectomy and removal of essure coils on (B)(6) 2016. Pelvic pain was considered a serious event (due to medical importance and since intervention was required) and is anticipated according to essure's reference safety information. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this particular case, limited information was provided. Considering event's nature, essure safety profile and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.